Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (monitor intermittently able to recognize belt) was confirmed. Upon evaluation a test monitor was able to intermittently recognize the electrode belt. The cause of the failure was isolated to a damaged trunk cable connector. The blue (can l) and green (+3.3v) wires were broken in the trunk cable connector and making intermittent contact. The root cause of the damaged wires in the connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. The electrode belt was intermittently able to communicate with a patient's monitor.